Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of abdominal distention, characterized by a sensation of air in the patient¿s chest. Increased abdominal pressure is a well-known event that presents in a multitude of symptoms, including altered mechanics of breathing. Considering the reported cause was an incomplete drain during ccpd therapy, the liberty select cycler can be excluded as the source of the patient¿s symptoms. This is further evidenced by an alleviation of symptoms with a complete drain in the emergency department. There was no serious injury that was reported; however, due to the previous fluid leak from the liberty cycler set cassette on the liberty select cycler during setup, which is suspected to cause the patient to discontinue a treatment, the liberty cycler set cannot be excluded as a contributing factor to the patient¿s symptoms. Based on the required information, there is no specific allegation indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. However, there is objective evidence indicating a leak from the liberty cycler set cassette caused the patient to prematurely end a ccpd treatment and contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient reported that they went to the emergency room (ER) for air in their chest cavity. The patient stated that the ER kept them for one night and discharged them the next day. The patient stated that the ER removed the air from their chest cavity and then they did a treatment at the hospital. Upon follow, the patient¿s pdrn reported this patient presented to the emergency department on (B)(6) 2020 with a sensation of air was in their thoracic space. It was found that air had not entered the patient¿s thoracic space and this symptom was attributed to an incomplete drain during continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler at home that caused an increase in abdominal pressure. There was no report of overfill or increased intraperitoneal volume, however, there was previously a fluid leak from the liberty cycler set cassette on the liberty select cycler during setup and it was unknown if the patient completed treatment following the event. It was suspected the treatment was discontinued before completing a drain. The patient underwent a ccpd treatment in the emergency department on a hospital provided cycler and products (brand and model unknown) that alleviated the patient¿s symptoms. The patient was not admitted to the hospital for this event and has recovered. The patient continues ccpd therapy on a newly received liberty select cycler at home after being released from the ER.